Manufacturer narrative:
(B)(4).

Event description:
It was reported that an xray/CT scan on (B)(6) 2012 revealed a loose catheter segment from the implant of the pump in 2004. It was revised in 2005.

Manufacturer narrative:
Catheter model #8709, serial # (B)(4), implanted: (B)(6) 2004.